Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced the insulin leaked at the site. The infusion set was used for 5 days. No further information available